Event description:
New information received notes high capture thresholds, high pacing impedance and inappropriate shock due to noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in in-clinic for a device interrogation. It was noted that noise reproducible with isometric movements and a significantly higher pacing impedance was observed on the right ventricular (rv) lead. There were no patient consequences.